Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The overdose was confirmed. The patient was in neuro intensive care unit (ICU). The overdose was not due to a malfunction of either the pump or the catheter. The overdose occurred because the managing clinician at pain management added morphine to the patient¿s baclofen pump 2 days prior to this event. The dose was too high, and the patient went to the emergency department (ed) and was experiencing respiratory depression and mental confusion. They administered narcan and the patient was in the hospital for 4 nights. The patient recovered and was now doing well. Weight was not provided due to confidentiality. Relevant medical history was unknown. This was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 500 mcg/ml 296 mcg/day and morphine 1mg/ml; (unknown dose) via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was (B)(6) 2018. It was reported the pump was refilled on (B)(6) 2018 and morphine was added to the 500 mcg/ml concentration baclofen in the pump. The next day, (B)(4) 2018, the patient started exhibiting signs of potential over dose; respiratory depression, somnolence, and mental confusion. The pump was interrogated, and the logs were read. The pump was not alarming, and no programming errors were noted. The physician reduced both the baclofen and the morphine dose to minimum rate and was supplementing with orals. The pump was reduced at approximately 2:30 am (B)(4) 2018. As of 2:30 pm the patient was doing much better. The patient¿s respirations were up, she was alert and not confused. Surgical intervention did not occur and was not planned. Patient weight and medical history were asked and will not be made available. The issue was resolved. Patient status was alive - no injury. No further complications were reported.